Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received information that an alert was detected from the patient's monitoring system indicating that this implantable cardioverter defibrillator (ICD) had declared end of life (eol). Additional information indicated that the device was explanted with no reported allegations from the field. The ICD is no longer in service. No adverse patient effects were reported.